Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. The lot number submitted is in the process of being verified, a device history review will be performed if the lot number is correct. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a proximal femoral nail antirotation was implanted for a sub-trochanteric femoral fracture on (B)(6) 2013. The patient complained of pain after lifting heavy items. The nail was found to be broken on (B)(6) 2014, it is unknown how the broken nail was discovered. Surgery was performed on (B)(6) 2014 the broken nail was discarded by the hospital. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint conditiondevice was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a proximal femoral nail antirotation was implanted for a sub-trochanteric femoral fracture on (B)(6) 2013.